Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer had not loaded a new cartridge due to an issue not related to the cartridge. Customer's blood glucose was in the 500's mg/dl and has been administering manual insulin injections to address elevated blood glucose.